Event description:
The instrument was returned from the user facility through the repair process. The user facility reported the instrument jaws opened during the procedure and would not close. The surgeon had to use another instrument to close the jaws and to remove. The instrument will be sent to MFR for eval.